Event description:
It was reported that the patient had severe right ventricular failure and was on palliative home inotropes since (B)(6) 2022 and was deemed not a candidate for transplant.

Manufacturer narrative:
Event date was estimated. Event date information was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number: (B)(6), until on (B)(6) 2022 when the patient ultimately expired. Hmii lvas, serial number: (B)(6), was not returned for evaluation (manufacturer reference number: 2916596-2022-15668). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment option no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's right heart failure developed on (B)(6) 2022. The exact date is unknown.